Event description:
It was reported that on (B)(6) 2022, the surgeon voiced that he had a patient with a screw backing out on an rfna. They stated that it was the most distal transverse screw, and that it would not be removed at this time. No patient consequence due to this event. This report is for an unk - screw: trumatch. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.